Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. A device status report would not print. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator would be replaced due to unresolved backup vvi status.